Event description:
The manufacturer received information alleging a ventilator was alarming for internal battery depletion. There was no report of patient harm or injury. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was allegedly alarming for internal battery depletion. The device was returned to the manufacturer's service center for evaluation. The customer's complaint was not confirmed.